Event description:
Customer reported a malfunction alarm labeled as "malf 0" with fault ID available, though it was not resettable. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and instructed the customer on using multi-dose insulin therapy (mdi) as a backup to ensure continued insulin delivery. The customer was also guided on putting the faulty pump into storage mode prior to return and agreed to send it back within ten days using a prepaid label.